Event description:
The patient was bilaterally implanted with siltex low bleed gel-filled mammary prostheses on 12/15/93. Subsequently, the patient experienced a rupture of the right device and bilateral capsular contracture and pain. The devices were removed on 11/23/98.